Manufacturer narrative:
Alleged failure: outputted black screen. Confirmed failure: ccu-n-upg software upgrade. Probable root cause: cables hdmi cables connectors digital board power supply filter / fuse ac inlet board main board transition board intermittence between transition board and ch connector software camera head coupler problem toggling light source connected monitors leaking poor grounding no/incorrect communication with light source soaking cap disconnection during sterilization electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge cybersecurity attack pendulum ch inertial measurement unit (imu) use error. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.